Event description:
The iab was inserted into the patient on 1/4/1998 at 2:00 p.m. On 1/7/1998 at 3:30 p.m. The iab leaked and the iab was removed. No second iab was inserted. The iab was not returned to datascope for evaluation. (Event complications: none from the event-reported 2/6/1998.) (Pt's current status: discharged-rpt'd 2/6/1998.)